Manufacturer narrative:
(B)(4).

Event description:
It was reported there was difficulty removing the catheter and a patient hematoma occurred. A 6f mach1 guide catheter was selected for an angioplasty procedure. During the procedure, the proximal end of the catheter, external to the patient, popped off. It became very difficult to remove from the patient. However, the catheter was able to be removed from the patient. The patient sustained a minor groin hematoma.